Event description:
It was reported that during the pancreaticoduodenectomy, the device's sealing was insufficient or partial only around the pancreas. However, energy output and the seal completion sound were confirmed. The jaw part was cleaned every time it got dirty. Another device was appropriate for use with the same generator. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pancreaticoduodenectomy, the device's sealing was insufficient/partial only during sealing around the pancreas. The re-grasp alert occurred more frequently than usual (approximately once every three times), there was an energy output and seal completion sound could be confirmed. The jaw part was cleaned every time it got dirty. Another device was appropriate for use with the same generator. There was no patient injury.